Event description:
It was reported to boston scientific that during a transobturator sling procedure, the device mesh stayed floppy and did not get tight. Upon follow up, it was reported that the damage to the device occurred during the procedure. The device was removed from the patient after the occurrence and the procedure was completed with a different device. Patient age and weight are unknown. Patient condition reported to be "good".

Manufacturer narrative:
A visual analysis of the returned device, mesh only, revealed residue on the mesh, indicating use. The mesh also appeard to have been "cut in half". The device history record was reviewed, no anomalies were noted. A search of the complaint database revealed no similar complaints reported for this lot. The cause of the reported malfunction could not be confirmed.